Manufacturer narrative:
The subject device is not available to be returned for evaluation, therefore the cause of the reported event cannot be determined. The instruction manual of the device states: "do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as punctures, hemorrhages or mucous membrane damage. Do not withdraw the instrument or change the angulation of the endoscope when clipping is not completely finished (when the slider is not pulled to the end). Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage".

Event description:
It was reported that the clip departed from the sheath before it was deployed by the tech. It detached open and the spring was still attached to it. The clip fell into the patient, however it was retrieved out of the patient. There was no patient harm or injury reported.